Event description:
The customer reported the unit will not boot. The system displays a checksum error.

Manufacturer narrative:
The ge service rep found the customer report to be accurate he ordered a new sram and u20 chip. The rep replaced the u20 chip and sram card, testing unit thoroughly, working normally at this time.